Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received alert 28 20-30 times since monday. The patient has restarted the device every time. This has not affected blood glucose (bg), but it is affecting the patient's sleep. The agent advised that a replacement will be provided. There was no report of any patient harm or adverse event associated with this report.